Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History files inspection: on the reported date of occurrence, (B)(6) 2025, the user programmed: a volume of 800ml, a time of 16 hours, and a flow rate of 50ml/h. The infusion started at 6:30:06 pm, was stopped and restarted several times, and was completed at 10:47:13 am on (B)(6) 2025. The kvo function was then activated by the equipment, changing the flow rate to 3ml/h. The total volume infused at that time was 800ml and the total infusion time was 16 hours, 17 minutes, and 7 seconds. Both the infused volume and the infusion time were proportional to the programming and the user's actions. Visual inspection: the equipment has a normal used appearance. Functional inspection: an infusion of 5 hours was performed using the same flow rate programmed by the user. The programmed volume was 250 ml, with a programmed flow rate of 50 ml/h in 5 hours. The volume infused was 245 ml with an error of -2% and the infusion time was 4h59min26 with an error of -0.2%. The test was approved (system accuracy is typically ±5% of volume, according to iec 60601-2-24). Conclusion: the technical defect could not be confirmed. The functional test results showed that the equipment is performing infusions with volume and time accuracy. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "accelerated infusion, completed before the scheduled time."